Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the nurses call button failed testing. The customer has requested no repairs to the unit. The unit will be returned unrepaired.